Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 11.0, 8.0, 10.0, 6.5 mmol/l. Tests were done within 20 minutes with a difference of 25%. Pt did not experience any adverse events. No further info has been reported.